Event description:
It was reported that during a da vinc s prostatectomy procedure, the customer experienced system error code 23008 while manually moving the endoscopic camera manipulator (ecm). With the assistance of a technical support engineer (tse), the site performed a fault over-ride, however, system error code 23008 recurred. The tse instructed the site to power down the system, reset the patient side cart breaker, emergency power off, and exercise the ecm, however, the issue was not resolved after restarting the system and moving the ecm. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
(B)(4): the system is not available for evaluation. The root cause of the customer reported failure mode cannot be determined, however, on september 6, 2009, during preventative maintenance, an isi field service engineer (fse) experienced several occurrences of system error code 23008 and recommended replacement of the endoscopic camera manipulator (ecm). The site made the decision not to replace the ecm due to budget issues and continues to use the system in it's current condition. The ecm is the camera arm located on the patient side cart, which provides the sterile interface for the 3d endoscope. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23008 appears when the da vinci s safety system determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety system puts da vinci in a recoverable safe state.